Event description:
It was reported that during a procedure, there was a broken suture device. It was reported that the suture broke and no implants were left in the patient unsupported. The surgeon used a back-up available to complete the repair.

Manufacturer narrative:
One ultra fast-fix device was returned for evaluation. No suture or ts were returned for evaluation. Device has been fully deployed as the trigger is locked forward in the handle. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. Due to these observations no root cause related to the manufacturing process can be established. (B)(4).